Event description:
Facility reports that five minutes into the treatment, the venous line separated from the patient's vas catheter. Ebl-500cc. Pt went into respiratory arrest, staff placed oral airway and conducted rescue breathing via ambu bag. Staff also administered 4,000cc of ns. No loss of bp or pulse during incident. Pt was sent to e.r. And is now in ICU. Nvl were on and the machine did alarm at the start of the incident. Pre incident hgb-12.0, post incident hgb-9.7. Venous line was discarded, not available for analysis.